Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted when it exhibited noise on the electrograms and was damaged due to subclavicular crush.